Manufacturer narrative:
No investigation could be performed. The customer technicial services call center could not retrieve the smtlog for this plate on the user's server, because the user had deleted the report from this file.